Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was declaring false occlusion alarms. There was no reported impact to customer¿s blood glucose level. The customer declined to troubleshoot with tandem technical support.